Event description:
A report was received that the patient¿s ipg was no longer holding a charge. The charging issue started after the patient was electrocuted on two separate occasions. The electrocution incidents were not related to the device. The patient will undergo a revision procedure.

Event description:
A report was received that the patient¿s ipg was no longer holding a charge. The charging issue started after the patient was electrocuted on two separate occasions. The electrocution incidents were not related to the device. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The electrocution caused the ipg to malfunction. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.